Event description:
It was reported that while in the cath lab, the berman catheter was presented successfully. After the md inserted the catheter, the balloon would not inflate. As a result, the catheter was exchanged. There was no reported pt death or injury. There was a delay in therapy, however, the delay did not cause harm to the pt. There were no reported pt complications, and the pt outcome is good. Additional info received on (B)(4) 2012 from teleflex (B)(4) stated that, "the pt received another arrow berman. The user followed the IFU but our sales rep is looking into what was used to inflate the balloon at pre-test and after insertion. They used the syringe from the package to pretest the catheter."

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.